Event description:
It was reported that during a knee prosthesis surgery one of the teeth in the turning area where the attachments are connected broke off during milling. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The manufacturer evaluation revealed the driver of the planetary gear is broken and the rotor sleeve is loose.